Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/12/2023. It was reported that when the paramedics arrived, they checked the patient's bg and it was 20 mg/dl and the cgm was 120 mg/dl. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. In the early morning of (B)(6) 2023, the cgm was 340 mg/dl and the patient was not experiencing any symptoms, so the patient self-treated with (B)(4) units of insulin. Then at 6:30 am on the same day the cgm reading was 320 mg/dl and he self-treated with another (B)(4) units of insulin. After 1 hour and 30 minutes since he took the second treatment of insulin the patient lost consciousness and his wife found him, she tried to wake him up but he was unresponsive. His wife called the paramedics and they arrived at 8:00 am and took the patient to the emergency room. At the emergency room the patient was treated with some IV medication, he could not remember exactly what medication but he described it as ¿something that is faster than glucagon¿. On wednesday (B)(6) 2023, in the evening the patient was discharged from the hospital. There were no specific bg values reported during the entire event. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time of the event. However, the reported glucose values for an unspecified date fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.